Event description:
The patient reported that the implantable neurostimulator (ins) was removed due to being too close to their skin. The ¿pocket of wires¿ was removed because when the patient sat down, he would go through the ceiling. It was noted that it appeared that part of the lead was left implanted and this was confirmed by on x-ray on (B)(6) 2016. A healthcare provider (hcp) later reported that the lead may have been cut and a fragment was left in place. It was also noted that the patient needed defibrillation.

Event description:
The patient reported having had three back surgeries.

Manufacturer narrative:
Concomitant medical products: product type: lead, product ID: 3587a, lot# l54740, implanted: (B)(6) 1999. Product type: extension, product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 1999. Explanted: (B)(4).

Event description:
The patient reported that the first back surgery did not help the pain. The patient no longer had the battery in the buttock, but the metal wires were still in his back. The patient was requesting guidelines to have a mammogram done with the leads still implanted. Follow-up is being conducted to determine why the battery was removed. If received, a supplemental report will be submitted. Indication for use included failed back surgery syndrome.